Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 543 mg/dl. Customer had symptom of headache. During troubleshooting, customer's mother performing a 4.0 unit fixed prime and insulin did exit and insulin pump alarmed "no delivery". Caller was asked to disconnect and reconnect reservoir and infusion set and run a 5.0 unit manual prime and insulin did exit. Caller was advised that insulin pump was working as designed and no delivery was caused by a connection issue.